Event description:
It was reported that this left ventricular (lv) lead exhibited noise. No oversensing was observed. Additionally, high out of range pacing impedance measurements were noted to have occurred in the past. Boston scientific technical services (ts) was consulted and recommended further testing to determine the position of this lead. No adverse patient effects were reported. At this time, this lead remains in service.